Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 5 infusion sets leakage event on 28-mar-2024. The leakage was at the tubing clicking into the cannula housing/site. The insertion site was located at the stomach. The event occured within 2 months and set was in use for 2 days. The patient's blood glucose was measured to be greater than 600 mg/dl and was provided with treatment of correction injection via mdi. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 5.